Event description:
Screws broke during insertion. Doctor tried a few packs and they broke. Sales rep. Had to bring more to finish surgery. Extended surgery time for 1 hour.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion aboutr the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/0r conclusion can be drawn, a follow-up rpeort will be sent. There were four different lots of this product used for this procedure, therefore filing four MDR's (1032347-2006-00017 thru 1032347-2006-00020). User: dr. Deidre leake flagler hosptial st. . Augustine, fl